Manufacturer narrative:
H6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the pump alarmed with a red screen and a code 46510 displayed on the screen. The pump was connected to a patient when the error/event occurred. Continuous infusion rate was 3.3 ml/hr. Total reservoir volume was 150 ml. Given amount was 40.7. Length of infusion was 46 hours. Locked level was locked. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing. The method that was used to prime was syringe. The patient was not medically affected, but there was an incomplete infusion of medication.